Event description:
It was reported that the customer experienced elevated blood glucose levels; +300mg/dl. Customer delivered a manual injection to stabilize blood glucose levels. Troubleshooting was performed and pump appears to be delivering as expected. Customer is using the same pump settings that were used previous non tandem pump. Cold insulin is used to load the cartridge.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.